Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a second gastrostomy procedure performed on (B)(6) 2015. The first peg procedure was previously performed however, the physician encountered difficulty due to patient's factor (advanced age, etc.) And the procedure was discontinued without a puncture to the stomach. According to the complainant, during the procedure, while the physician was pulling the peg tube through the stoma, the peg tube easily came out. No part of the device detached inside the patient. Reportedly, the incision site was about 1cm and no anomalies were noted on both the mucosa of the stoma site and the peg tube. The procedure was continued and a vein was damaged (perforated) and bleeding was noted from the stomach. A surgery was performed for the bleeding. The gastrostomy procedure was not completed and the patient was transferred to another hospital. Per physician's assessment, the peg tube did not cause the bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of unintentional removal of peg tube. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the internal bolster was properly molded and without defect. The round external bolster was also returned and was without issue. The dilating tip wire loop was broken and frayed at the apex. The tubing was cut between the outer ring and distal edge of the dilating tip. The cut was approximately 5 mm long and appeared to have been caused by scalpel or similar instrument. It was noted that the condition of the returned device could not be evaluated with respect to feeding tube unintentional removal. It is unknown if excessive tensile force was used during placement and the target site was tortuous and the physician had difficulty in performing the procedure. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17704379 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a second gastrostomy procedure performed on (B)(6) 2015. The first peg procedure was previously performed however, the physician encountered difficulty due to patient's factor (advanced age, etc.) And the procedure was discontinued without a puncture to the stomach. According to the complainant, during the procedure, while the physician was pulling the peg tube through the stoma, the peg tube easily came out. No part of the device detached inside the patient. Reportedly, the incision site was about 1cm and no anomalies were noted on both the mucosa of the stoma site and the peg tube. The procedure was continued and a vein was damaged (perforated) and bleeding was noted from the stomach. A surgery was performed for the bleeding. The gastrostomy procedure was not completed and the patient was transferred to another hospital. Per physician's assessment, the peg tube did not cause the bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted